Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 439 mg/dl. Customer also provide blood glucose levels as follows over 400, 432, 323 and 300 mg/dl. Customer reported that they felt anxious and not felt uncomfortable. The customer felt ok to troubleshooting high blood glucose level. The customer stated that the insulin pump received insulin flow block alarm during high pressure test. Customer reported that the auto mode readiness screen showed message of calibration required. Auto mode status screen showed auto mode turned off. Customer turned on auto mode since during high pressure test. Customer was advised to monitor the insulin pump and call back as needed. Customer stated that she felt well and talked to the endocrinologist and was provided plans on what she needs to do for couple of hours. Customer was advised by her healthcare professional to contact her trainer to check the settings on her insulin pump. Customer gave herself two manual injections to treat the blood glucose. The insulin pump was not returned for analysis.